Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the basket was advanced to bile duct. An alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone. However, when lithotripsy was attempted the basket failed to crush the stone, and the tip of the basket failed to detach. Additionally, the pullwire broke and the side car rx was noted to be torn. A sohendra device or other lithotripsy device was not available to assist with removal of the basket. The basket and stone remained inside the patient and surgery was performed to remove the basket and stone from the patient. There were no patient complications, and the patient¿s condition at the conclusion of the procedure was okay.

Manufacturer narrative:
(B)(4). Wire break. (B)(4). Tip won't detach. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual analysis found that the pull wire was cut apart (detached) by the customer. The customer did not return approximately 126 cm of the proximal end of the wire basket assembly which includes the handle cannula and most of the pull wire. The portion of pull wire returned for evaluation had been cut by the user and did not present any material failure. The guidewire lumen (side-car) was noted to be pushed back. No issues were found with the basket wires and basket tip. Physical analysis of the device found that the handle cannula was pulled out of the finger ring portion of the handle assembly. Further evaluation revealed that the set screws were properly placed in the handle assemble and the set screw depth met specification. The investigation concluded that the user did not return the proximal section of the pull wire component needed to determine cause of failure. Review and analysis of all available information fails to indicate a root cause or probable root cause. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the basket was advanced to bile duct. An alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone. However, when lithotripsy was attempted the pullwire broke, the basket failed to crush the stone, and the tip of the basket failed to detach. Additionally, it was noted that the side car rx was noted to be torn. A sohendra device or other lithotripsy device was not available to assist with removal of the basket. The basket and stone remained inside the patient and surgery was performed to remove the basket and stone from the patient. There were no patient complications, and the patient's condition at the conclusion of the procedure was okay.